Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review cannot be completed without a provided lot number.

Event description:
The event occurred on various unspecified dates involving 6 clave¿ connector IV bag access devices with various lots where blue particles were reported to be present at the base of the opening of the fluid path in the fresenius kabi free flex bag after the bag was spiked with the device, either in preparation for compounding or immediately after compounding. The customer reported there was friction as it is inserted deeper into the bag. There was no patient involvement, no adverse event, and no delay in critical therapy. This report reflects 3 of 6 events.